Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any future issues arise.